Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the appearance of the device was good without obvious traces of use; the power indicator was on when powering on, and the touch screen black out; there was signal output of the monitor; there was no abnormality inside the device; and it was suspected that the device had bad electrical components. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, during a receipt inspection, the lcd screen of the visera 4k uhd camera control unit on the front panel did not display and the acceptance was not passed. There was no patient involvement in this event.